Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11838. It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter and right atrial lead exhibited noise that led toe automatic mode switch. The physician elected not to perform any interventions. The patient experienced no adverse consequences.